Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's reported via phone call that her husband experienced a very bad seizure during which got concussion and memory loss as a result of low blood glucose. The insulin pump will not be returned for analysis.